Manufacturer narrative:
The maxi sky 440 was evaluated by the field service technician after the event. No device malfunction was observed. Following all information gathered, the drop of the ceiling lift was the consequence of the loose in the strap created when the operator kept pressing the down button on the handset while the maxi sky 400 was blocked by the bedside table. This caused the strap to unwind when the ceiling lift was shifted from the bedside table. To sum up, the complaint decided to be reportable due to allegation of the maxi sky 440 dropping. The device was not used for a patient transfer when the event occurred. No injury was claimed. No malfunction was found during the device evaluation.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided to the follow-up report.

Event description:
Following a customer allegation, the maxi sky 440 ceiling lift dropped unexpectedly. Further received information confirmed that the staff member lowered maxi sky 440 that got caught on the bedside table and kept pressing the down button. This caused the strap to unwind when the ceiling lift was shifted from the bedside table. No patient was involved, no injury reported. The device inspection did not reveal any device malfunction.